Manufacturer narrative:
Model number/catalog number: sc-1132: serial number: (B)(4); batch/lot number: 17916082; model/catalog description: precision spectra ipg kit. Model number/catalog number: sc-2316-50: serial number: (B)(4); batch/lot number: 17336952; model/catalog description: infinion 16 lead kit 50 cm. Model number/catalog number: sc-3400-30: serial number: (B)(4); batch/lot number: 17317524/17317526; model/catalog description: splitter 2x8 kit-sterile. The explanted devices were not returned to bsn as they were kept by the medical facility. A review of the manufacturing documentation for the leads and splitter revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was having inadequate stimulation. Upon intraoperative evaluation multiple contacts were out. The physician suspected a splitter malfunction. The patient underwent a revision procedure wherein everything was replaced. The patient was doing well postoperatively.